Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a high blood glucose of 480 mg/dl. No symptoms related to high blood glucose was mentioned. Customer treated with insulin pump. Customer declined troubleshooting for high blood glucose event. The customer also mentioned that the insulin pump had a keypad anomaly; the menu would scroll on its own. The customer¿s blood glucose was 480 mg/dl at the time of incident. No significant event leading to the keypad anomaly was observed. Keypad anomaly troubleshooting was performed. It was confirmed that time advanced on the insulin pump; the display was not frozen and the keypad was stuck. The customer was advised customer to discontinue use of pump and revert to back-up plan. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Added concomitant products.